Manufacturer narrative:
Due to character limitation in e1 for event site name, the event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had display malfunction. The incident occurred during an internal inspection, hence there was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e3, e1(email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: d5, e2, e4, g2. The failure analysis and testing dept. Received part with a reported unit failure of the screen malfunction. The fat performed a visual inspection and found the part to be in good condition. The fat installed the screen in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed the screen would intermittently turn green during use. No root cause identified. Retaining the part in the failure analysis and testing department. A getinge field service engineer (fse) arrived at the site to inspect the equipment and confirmed unit had display malfunction. Fse replaced assy display top lcd rohs (d160-00-0127). Perform display replacement work. After replacement, operation inspection was carried out based on the inspection record sheet, good condition.